Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used during a esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During preparation, "the band at the beginning was discarded during the band ligation process. It was incorrect as a mechanism in the banding process". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used during a esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During preparation, "the band at the beginning was discarded during the band ligation process. It was incorrect as a mechanism in the banding process". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned and the ligator head was not returned with the device. It was also observed that the trip wire was not secured in the handle slot when received and the slack was not taken up correctly. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly as mentioned in the IFU. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.